Event description:
A customer reported that the pump load process failed to register as complete despite selecting 'done' after finishing the fill tubing. There was no adverse impact to the customer's blood glucose level. Technical support assisted by reloading the cartridge, completing the fill tubing process, and resuming insulin, ultimately resolving the issue. The customer understood the guidance to monitor the situation and reach out if the issue reoccurs. No further assistance was needed.